Event description:
On (B)(6) 2012, the device was placed in the right intrahepatic bile duct during erbd for intrahepatic bile duct stenosis after liver transplantation. Ptbd was conducted. (Date unknown) on (B)(6) 2012, ptbd device and the complained zebd stent which had been placed on (B)(6) were to be removed to change the drainage method to internal drainage. When the zebd stent was removed first, the physician noticed that the shape of the intrahepatic bile duct was changed from the effect of pressure by the placed zebd stent. The complained zebd stent was supposed to be replaced with a new zebd stent, but the replacement was failed due to the change of the intrahepatic bile duct shape - imaging of the peripheral intrahepatic bile duct could not be completed though wire guide could be advanced. (Ercp catheter and ssr could not reach to the peripheral intrahepatic bile duct due to the shape change.) Whether the zebd stent perforated the wall of the hepatic duct or not was not revealed. The physician left only ptbd device and completed the procedure. At a later date (date unknown), a new zebd stent was placed. There has been no adverse effects to the patient. There has been no adverse effects to the patient.

Manufacturer narrative:
The information provided confirmed the device involved in this complaint to be a zebd-7-10 device. The lot # was not provided; therefore it was not possible to check if any of the affected lot remained in stock. The device involved in this complaint was not returned to cook ireland for evaluation. Therefore, the customer's complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The initial information provided indicated the following: "on (B)(6) 2012, the device was placed in the right intrahepatic bile duct during erbd for intrahepatic bile duct stenosis after liver transplantation. Ptbd was conducted. (Date unknown) on (B)(6) 2012, ptbd device and the complained zebd stent which had been placed on (B)(6) were to be removed to change the drainage method to internal drainage. When the zebd stent was removed first, the physician noticed that the shape of the intrahepatic bile duct was changed from the effect of pressure by the placed zebd stent. The complained zebd stent was supposed to be replaced with a new zebd stent, but the replacement was failed due to the change of the intrahepatic bile duct shape - imaging of the peripheral intrahepatic bile duct could not be completed though wire guide could be advanced. (Ercp catheter and ssr could not reach to the peripheral intrahepatic bile duct to the shape change.) Whether the zebd stent perforated the wall of the hepatic duct or not was not revealed. The physician left only ptbd device and completed the procedure. At a later date (date unknown), a new zebd stent was placed. There has been no adverse effects to the patient." Although requested; no further information has been received in relation to this complaint. The initial information received confirmed no adverse effects upon the patient due to this occurrence. An additional zebd was placed in the patient at a later date. As per instructions for use, ifu19259/0410, potential complications associated with ercp include but are not limited to"...perforation...". Potential complications associated with biliary stent placement include, but are not limited to "...trauma to the biliary tract or duodenum, obstruction of the pancreatic duct...". A precaution included in ifu19259/0410 states "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." Prior to distribution, all biliary stent devices are subjected to 100% inspection to ensure device integrity. The lot # of the zebd-7-10 device involved in this complaint was not provided; therefore, it was not possible to conduct a review of the associated device manufacturing record. The biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. According to the instructions for use, ifu19259/0410, the user is instructed to do the following: "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." A review of the complaints history from (B)(6) 2010 to (B)(6) 2012 for zebd-7-10 and zebd devices revealed no other complaints similar to the reported issue of a change to the intrahepatic bile duct of the patient. Therefore, this complaint represents an isolated occurrence. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.